Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient arrived in the clinic and upon interrogation of his pump, it was noted that the pump had stopped due to loss of power 2 weeks prior. The history showed clock reset, low voltage, low speed and low flow. The patient's recollection of the event did not correlate with the log file therefore, his system controller was replaced. The patient remains ongoing.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.